Manufacturer narrative:
UDI - (B)(4). Complaint sample was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed.

Event description:
Medwatch 5094286. It was reported dissociation of the bipolar radial implant head from stem components. No fall or injury associated, it happened during normal daily activity. CT scan confirmed the findings. Patient did not have the implant removed although it was advised and would likely lead to loss of motion.